Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that there was no ultrasound oscillation prior to a surgical procedure. The phacoemulsification tip was replaced to perform surgery.

Manufacturer narrative:
System: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on march 7, 2018. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Phaco tip there was no phaco tip returned for evaluation for the report of no ultrasound oscillation. Therefore, the condition of the product could not be verified. There no lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).